Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s2/iliac. It was reported that the patient underwent a revision surgery due to screw loosening at l3. While trying to remove the crosslink the screw head stripped and could not be removed from the rod. The rod was removed as well as the loose screws at l3 and l4. The screws at l3 and l4 were replaced and a new rod was implanted. No additional information is available at this time.

Manufacturer narrative:
Additional info: optical and microscopic review of the implant noted stripping along approximately 60% of total depth of the set screw, consistent with incomplete seating of the driver within the set screw, resulting in higher torsional forces on the loaded portion of the implant, resulting in overload and stripping of the implant. The above observations are consistent with torsional overload of the implant.

Manufacturer narrative:
(B)(4). The deice has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Optical and microscopic review of the implant noted stripping along approximately 60% of total depth of the set screw, consistent with incomplete seating of the driver within the set screw, resulting in higher torsional forces on the loaded portion of the implant, resulting in overload and stripping of the implant. The above observations are consistent with torsional overload of the implant.